Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty force sensor. The motor was tested outside of the insulin pump and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 19 mmol/l. The customer's mother stated that the bolus delivery is not correct. The customer was advised to stope using the device and start with pen. The customer was advised that we would replaced with tnt.